Event description:
Customer reported that she was hospitalized due to high blood glucose. The blood glucose reading was over 700 mg/dl at the time of hospitalization. Customer stated that her glucose meter was misplaced in the hospital. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.